Event description:
It was reported that a sedated patient was in contact with the bore wall during a shoulder scan due to a lack of proper padding. The patient sustained small blisters covering an oval area approximately four inches in diameter. There is no evidence that the mr system malfunctioned. The site failed to use patient padding to prevent patient contact with the bore wall.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power monitor , rf power output, and lv shim were tested following the event and found the system to be operating within specification. The patient sustained burns resulting from contact point heating due to inadequate patient padding, which allowed the patient's arm to directly contact the bore wall.